Manufacturer narrative:
It was reported that an implant at l4-r was misplaced laterally during an intra-operative procedure. An investigation into the case revealed that the root cause was that the intra-operative CT was acquired with an out-of-calibration e3d system. After a site visit by a globus medical field service representative, further discussions revealed that the e3d was out of calibration. This can lead to registration shift and navigational accuracy issues when placing implants. Ultimately, the user opted to replace the misplaced implant and no adverse effect to the patient was reported. This evaluation has been completed via associated case logs and there are no associated work order or part returns. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that during a surgery with an excelsius gps there was an issue, beginning with verification. We verified all instruments and when we went to use the system had lost verification of the high speed drill. The system has previously lost verification of this instrument, and the end effector. No matter what though, the projections of the instruments never seem to match up to the trajectory of the end effector. We have explained the inherent noise associated with spheres, but its hard to tell the surgeon to trust a trajectory when the screws are missing. Which leads to our next issue, though the bit and tap looked pretty accurate (not 100% and had to adjust the array), the screw missed lateral and we had to remove. She resettled her offset again, and placed the screw by hand and we think its good.